Event description:
Provider pulled this unit out of the box and noticed that the right front leg on the rollator was scratched and bent. Provider states no damage to the outside of the box. No additional information provided.